Manufacturer narrative:
This report is submitted on july 18, 2019.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery due to report of issues maintaining connection with the processor coil. The implanted device remains.